Event description:
The patient's mother contacted animas alleging the patient was admitted to the hospital with a diagnosis of "mild dka" on (B)(6) 2011. The patient's mother reported that the patient's blood glucose (bg) began to elevate on (B)(6) 2011. The reporter stated they attempted to correct high bgs via pump; however, bgs would not decrease. On (B)(6) 2011 the patient obtained a bg of "594 mg/dl" with symptoms of nausea, vomiting and tested positive for ketones. The reporter claimed the patient was taken to the ER in response to the high bg and symptoms and was hospitalized for a couple of days. The patient's mother stated the patient was taken off the pump and placed on insulin drop and also treated with insulin via syringe. At the time of troubleshooting, the reporter confirmed there were no associated alarms when reviewing pump history. The patient's mother confirmed bolus history appeared correct and total daily deliver was adding up correctly. The patient's mother denied any site issues. She confirmed there was no visible signs of insulin leaking, bubbles either in tubing or cartridge or bent cannula's. The reporter also confirmed there were no lumps, bumps or scar tissue at insertion site. The patient's mother did inform customer support that the patient was reusing tubing. Animas customer support advised reporter at time of call there was no mechanical issue found with pump. Although no mechanical issue was found with the pump at the time of troubleshooting, this complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
Patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: no functional defects were found with the returned pump. There was no data available in the download history or black box for the time of the reported event due to continued patient use. A 29 hour flow test was performed on the returned pump; the pump passed and was found to be delivering within the required specifications. Review of daily insulin delivery shows the pump was delivering accurately. An ez prime was performed with no difficulties noted and units were recorded to the history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.